Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen baclofen (500mcg/ml, 62.65mcg/day, unknown lot number) in an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient experienced an overdose of baclofen following a (B)(6) 2015 refill. The symptoms of no urinary control, weakness, and no coordination/ambulatory ability from the waste down occurred on (B)(6) 2016. The patient described as being "basically paralyzed." The patient went to the hospital and received a catheter. The catheter was still in place as of (B)(6) 2016. The company representative was informed of the event on (B)(6) 2016 with a patient no longer managed in michigan. The patient the patient had relocated to alabama and presented to the old managing hcp's office to report the aforementioned symptoms . The hcp's office deduced the wrong drug was put into the pump at the last refill. The pump was emptied and the proper, prescribed drug was put in. The issue was resolved at the time of this report and the patient's status was alive with no injury. Surgical intervention did not occur and it was unknown if it was planned. The current managing hcp was unknown. Additional information was requested from the healthcare provider (hcp) regarding drug information, what wrong drug was put in pump, concomitant medications, pertinent medical history, what diagnostics were performed, and if the cause of the error was determined. If additional information is received, a follow-up report will be submitted. History: incomplete ambulatory quadriplegic.